Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin closure procedure, the needle and the thread of the device was not attached. The staff used another suture to continue the procedure. There was no patient injury.